Manufacturer narrative:
Concomitant medical products: product: ID 977a26, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 07-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a lead revision as the left lead had migrated caudal. The patient had lost some efficacy due to the lead migration and was able to get pain coverage after the revision. The indication for use was non-malignant pain.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the lead migration was not determined. A lead revision was performed on the patient.